Manufacturer narrative:
(B)(4). Batch # 0007a02066092. The lx107 device was returned for analysis and upon inspection the handle coating was noted to be damaged and the jaws were found to be in a yielded condition. When testing for functionality, the clips would not hold due to the condition of the jaws. Possible causes for this condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Event description:
It was reported that the devices are worn out. No procedure or patient was involved.